Manufacturer narrative:
(B)(4). On an unknown date in (B)(6) 2014, the patient recovered from the peritonitis (previously recovering). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The peritonitis was manifested by abdominal pain and the patient began treatment with cephradine intraperitoneally (ip) (1 gram, frequency unknown) for the event. The patient was later discharged from the hospital and reported to be recovering from the peritonitis. Treatment with cephradine was ongoing. No additional information is available at this time. This is report 3 of 3 involved in this event.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The patient was prescribed two product codes for this product. The product code and lot number of the product used by the patient is unknown; however, the two product codes share a common brand name and 510k number which have been provided. A batch review was conducted for potentially associated lot numbers h13k07057 and h13k08071 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).